Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the wash/vacuum probe was obstructed. The fse proceeded to replace the probe, and the cuvette wash performed without issues. Failure mode is attributed to an obstructed collar wash/vacuum probe. (B)(4).

Event description:
The customer reported obtaining a failed water blank test involving the unicel dxc 600i synchron access clinical system. The customer indicated that liquid was found on the top of the wash solution canister and the leak was contained within the instrument. The customer attempted to troubleshoot the issue with the assistance of a beckman coulter cts (customer technical support) over the phone but was unsuccessful in resolving the errors. The customer washed the cuvettes but the issue was not resolved.